Event description:
Patient stated on numerous occasions he experienced the vgo falling off his abdomen. Patient confirmed he is cleaning the site and avoiding folded skin. . Patient discarded the vgo's. Ed. Patient doesn't know what insulin he is using. Product/insulin lot number and expiration date could not be obtained from the patient.